Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality, loss in magnetic sensor functionality, and with the reported event.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality, loss in magnetic sensor functionality, and with the reported event. In addition, the magnetic sensor met specifications during electrical testing with no open or short circuits detected.

Event description:
During the procedure, the catheter was reported to be "out of order" as the magnetic sensor was not active and there was no contact force measurement. The procedure was completed successfully with no adverse patient consequences.